Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Sixteen events were reported for this quarter. Seven devices were received. Five events were duplicated during testing. Three devices were found to be affected by corrosion and shattered bearings. One device was found to be affected by debris. One device was found to be affected by corrosion. Two device evaluations are in progress. Four devices are available for evaluation but have not yet been received. Five devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 16 malfunction events in which the device was reportedly overheating. Six events had no patient involvement; no patient impact. Nine events had patient involvement or patient impact. One event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 6 previously reported events are included in this follow-up record.   Product return status: 4 devices were received for evaluation. 2 devices were not available to stryker for evaluation.    Evaluation status: 4 events were confirmed during testing. 3 devices were found to be affected by damaged or corroded bearings. 1 device was found to be affected by corrosion. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes 16 malfunction events in which the device was reportedly overheating. 6 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact. 1 event had no known patient involvement; no known patient impact.